Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed via the submitted log file. The low speeds and pump stops are further investigated under the pump investigation, (B)(4). The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 9 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 between 16:03:24 ¿ 20:18:07, low speed, pump stops, and low flow events were intermittently active. During these events, a backup mcu fault was active at 08:10:41. The backup mcu fault triggered a replace controller alarm, a yellow wrench advisory. The alarm cleared quickly after activating. The constant pump speed changes caused a transient inconsistency in communication between the primary mcu and the backup mcu, activating the fault. The alarm did not affect the controller¿s ability to operate a system. The root cause for the reported controller fault was not conclusively determined through this analysis; however, the alarm appears to be related to the low speeds and pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms on battery power without symptoms and was asked to come to the ed. Patient was noted to have pump stoppages on battery power. Patient had multiple pump stoppages upon arrival to ed with attached to power module with controller fault. Patient was placed on the backup controller and maintained on battery power. The patient has previously underwent a driveline repair. Of note, the patient has had significant weight gain since lvad insertion. The data showed pump stoppages, these issues appear to be occurring on both power module and on batteries. This was a phase to phase situation. The patient was pending floor admission. If there was enough driveline left to repair again, this may be an option, otherwise we considered a pump exchange for the patient. Utilizing our measuring tool with our radiology software, it was estimated that there was about 100 mm of exposed driveline from the exit site to the repair site. The patient had 3 additional alarms / pump stoppages and was not a candidate for a pump exchange due to weight gain. The patient knows to avoid position changes that trigger the alarm and was actively losing weight to hopefully become a candidate for pump exchange if need. Clinical assessment and labs are unchanged at baseline. No further or additional information was provided.